Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Femoral extractor was broken trying to remove femoral trial.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database against product code 202456000 found additional reports of 202456303 grip component breakage and damage. On june 5, 2009, via eco 301251, a design change was initiated to reduce stresses in the radel handle as a result of the pin pressing into the hole:;- spherical radius at end of hole reduces stress concentration.;- shortening the hole and pin provides more bulk material to resist stresses. The investigation could not draw any conclusions about the current reported event without the device to examine and product lot code information. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.